Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of incident and current blood glucose was 388 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump and manual injection. Customer will be returned device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly connected to the glucose sensor simulator. No sensor anomalies noted. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).